Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned screw revealed signs of operative use as evidenced by superficial markings, with tulip head locked in place with wear on the screw is consistent with the operational use. It was also noted that a small amount of debris is visible inside the cannula on the shank and between the shank and tulip head interface, which is suspected to be soft tissue or bone in growth. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the loosening of the screw cannot be determined. In general, patient factors that may affect the performance of the components include patient anatomy, bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Scoliosis fusion was performed 2016. Set screw seemed to slip on post opt month 3. Continued to slip until the rod slipped into the tulip head of the screw. Pseudo occurred. Revised on (B)(6) 2018 and found that set screws were loose and most distal screw head was popped off. Patient consequence? Yes. Patient consequence description: revision surgery. Action taken for procedure:there was no major issue. Rod was cut. Three screws were removed. Three screws were replaced with larger diameter screws, and an inline rod connector was placed. Bone graft was placed and patient was closed. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.